Event description:
It was reported that one day post implant of this implantable pulse generator, an alert was generated for atrial arrhythmia burden (aab) of at least 0.5 hours in a 24 hour period. Review of the stored data identified atrial tachycardia response (atr) episodes due to inappropriate mode switching caused by farfield r-wave oversensing. Atrial sensitivity was reprogrammed to automatic gain control (agc) 0.5 mv. There have been no atr alerts since the reprogramming was performed. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.